Event description:
It is reported that the drill bit broke inside cutting guide.

Manufacturer narrative:
Eval summary: as returned, a portion of an unk drill bit is seized within the cut guide. The cut guide has a potential field age of over 7 years and has been used an unk number of times during that period. The tolerance on the through holes in the guide was previously modified to avoid line to line contact in worst case conditions. This type of incident is likely to be either the result of interference with the mating component or user caused due to improper drilling or cutting technique. Without further info about this specific event, however, exact cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.